Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, critical error codes evt_internal_batt_comm_failed related to system board fault and evt_power_vbus_dropped related to a fault in last power source were discovered in the event log. The technician recommended replacing the device's internal li-ion battery and system board to address the issue. Additionally, the device failed the fio2 calibration test, and the technician recommended replacing the device's fio2 sensor to remedy. A 4-year periodic maintenance was performed. The ev300 passed all testable parameters and safety tests. Calibrated the circuit. Calibrated the fio2 sensor. Updated the software to 1.05.10.00.